Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced corroded right iui(inter-unit-interface). Performed unit preventive maintenance and passed all testing. Based on the findings, service determined that the reported issue was due to the maintenance issue of the iui. A review of the device history record showed the device had a manufacture date of 28jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an "unknown issue/needs repair. " there was no additional information provided and no patient involvement.